Event description:
It was reported that the reservoir stopped was coming out from the back of the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk and missing end cap sticker.